Manufacturer narrative:
Image analysis summary: an image provided shows the dislodged stent in the inguinal area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the withdrawal of the stent, resistance was noted, but excessive force was not used. The stent migrated to the right inguinal area and it was decided to leave in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non tortuous and non calcified lesion. The device was inspected with no issues noted. Negative prep was performed without issue. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that difficulty occurred while attempting to position the stent and upon withdrawal back into the guide, stent dislodgement occurred. It was decided to leave the stent in place in the right femoral area. The patient was reported to be alive with no injury.